Event description:
The investigation determined that discordant vitros anti-hbc (ahbc) results were obtained from two different patient samples processed using vitros ahbc reagent lot 2600 on a vitros 3600 immunodiagnostic systems. Patient 1 result of 0.59 s/c (reactive) versus the expected non-vitros roche method result of non-reactive. Patient 2 result of 0.96 s/c (reactive) versus the expected non-vitros roche method result of non-reactive. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The vitros anti-hbc results were not reported from the laboratory to a physician and there was no allegation of patient harm as a result of these events. This report is number one of two MDR¿s for this event. Two 3500a forms are being submitted for this event as two devices were involved. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).

Manufacturer narrative:
The investigation determined that discordant vitros anti-hbc (ahbc) results were obtained from two different patient samples processed using vitros ahbc reagent lot 2600 on a vitros 3600 immunodiagnostic systems. The most likely assignable cause for the discordant reactive vitros anti-hbc results for patient 1 and patient 2 is the presence of a sample interferent present in the patient samples tested, in this case, a heterophile. Based on historical quality control results, a vitros anti-hbc reagent performance issue is not a likely contributor to the event and continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros anti-hbc lot 2600. (B)(4).